Event description:
It was reported to philips that system was unable to start. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found system did not start. Upon troubleshooting it was concluded that the problem was probably due to a software failure. To resolve the reported issue, the fse reinstalled the software and reloaded the configuration settings. After the repairs completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.